Manufacturer narrative:
Functional testing confirmed that the sear failed to properly close the safety clamp when the door was opened. Replacement of the broken sear and re-execution of door actuations found the sear to properly close the safety clamp when the door was opened. This failure mode is being monitored through previously investigated complaint process. The customer reported problem was confirmed. The device was repaired, passed all required testing and specifications and released back to the customer. There are CAPA #'s noted for the following parts replaced that have an already existing CAPA (B)(4) for damaged sear. A review of the device history record for (B)(4) was performed from date of manufacture 12/19/2019 to the present date 10/26/2020 and confirmed that this device was not previously returned for servicing. Also, there were no production failures indicated on the source device.

Event description:
It was reported that the device alarms for no apparent reason. No patient involvement.